Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation without the tissue bag, bead, and clamp. Upon inspection, the unit was in the deployed phase. Engineering disassembled the unit and found a slight lip on the end of the tube. The root cause of the deployment malfunction was likely due to the slight lip found at the end of the tube. The slight lip may have created resistance inside the tube causing incomplete deployment and cinching of the bag. Since the bag was unable to be cinched, this may have contributed to the metal supports remaining on the outside of the device. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has recently implemented process enhancements intended to further minimize the potential for this type of incident to occur. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "the endoscopic retrieval system that has been introduced by the (B)(4) supplied by applied medical sprang open whilst retrieving the specimen from the abdomen of the patient. The metal interior of the system and a small bung became detached from the main part of the system whilst inside the patient." Patient status: ok.